Event description:
A surgeon had reported a memory lens which had opacified. The pt is still under observation. Several attempts have been made to obtain additional info. No further info is available at this time.